Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on a moderately calcified and moderately tortuous lesion in the proximal to mid right coronary artery. The lesion was pre-dilated with a balloon catheter. A 3.00 x 38mm synergy xd drug-eluting stent was delivered using an extension catheter. When pulling back into the extension catheter during positioning, the stent became flared. The procedure was completed with a different device and no patient complications were reported.